Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this right ventricular (rv) lead and competitor device exhibited a high out-of-range shock impedance measurement. This rv lead remains in service. No adverse patient effects were reported.